Event description:
A report was received that during a lead revision, the physician was unable to disconnect the lead extensions from the ipg, as they were stuck in the header. The ipg and lead extensions were explanted, and a new ipg was implanted. The pt was reportedly doing well post-operatively.